Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test alarm. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. It also reported that the customer was advised to insert the new battery and customer received failed battery test. The troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to board connector not plugged in properly. Unable to perform displacement test due to blank display. Unable to verify failed battery alarm due to blank display noted. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.